Event description:
It was reported that... "The primary surgery was a mid-lif procedure with xia 4.5. Sometime after the surgery the patient complained of squeaking in her back (at the site of instrumentation). The surgeon confirmed the squeaking by putting his ear to the patient's back. The surgeon successfully completed the 1st revision on (B)(6) 2013. The surgeon reported metallosis and was able to duplicate the squeaking intraoperatively. He reinstrumented with xia 4.5. "

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: all the returned products were visually inspected upon return. The blockers did not evidence any deformation on their rear side which is in contact with the rod under tightening. This observation may suggest that the construct was not very firmly locked. Upon tightening blockers with torque wrench, one would expect modest deformation on the blocker rear side as a result of the torque load and the resulting contact pressure against the rod. The bone screw head were also visually inspected and there was no evidence of rod dent on screw top that could eventually be expected when the rod is locked on the screw by mean of the blocker. This observation is relevant with the one observed on the blockers. There is no sliding marks highlighted on the blockers or bone screw head that would support friction between the components. Only modest mark was noted on one rod but there was no obvious evidence of material abrasion. The cross connector did not evidence signs of rubbing or friction. Metallosis is reported in this case and this would suppose abrasion of metallic components and would be more likely to occur in joint replacement procedure with friction of prosthesis components resulting in metal debris. In the present case and based on the devices that were sent back, construct was likely quite short and a rad rod was used to accommodate lordosis (likely two level construct with three screws both sides) and such friction would be unlikely considering a properly locked construct. The squeaking reported in this case was confirmed by the surgeon during revision performing distraction- compression and this would suggests a sub-optimally locked construct or a loosening due to metallosis. Note that our implants are made of biocompatible raw material. Functional inspection: no obvious damage was highlighted on the returned components. As visible on the attached picture, blockers would still properly fit in the screw tulip and therefore would remain functional. Note however that implants are single use devices and considering they were already used, they cannot be considered as remaining suitable for use anymore. Complaint history: only one previous complaint was reported for metallosis on the xia 4.5 brand to date making this event much unexpected: (B)(4), but event was not confirmed given implants were left in place and patient had favorable medical evolution. Squeaking was only noted in one other case for xia 4.5 brand under (B)(4): event was not confirmed since devices were not returned and patient was asymptomatic. All pers related to xia 4.5 screws/blockers/rods were searched, and then only the primary products were retained. (B)(4). Conclusion: based on the returned devices inspection, the construct was not properly finally locked. This is a situation where a loosened construct could allow relative device motion hence squeaking noise as well as friction leading to metallosis. Nevertheless it has to be noted that no friction marks were observed on the devices. One could consider metallosis due to the patient sensitive to the implant or for unknown reasons. Lastly squeaking was not reproduced in the scope of this investigation but known phenomenon of suboptimal construct tightening. Occurrence of related construct loosening remains within predicted threshold as well as associated risk severity. Metallosis and squeaking reports are very limited (respectively one complaint not confirmed for metallosis (per# 303655) and one for squeaking on xia 4.5 brand (per#310886)).

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "The primary surgery was a mid-lif procedure with xia 4.5. Sometime after the surgery the patient complained of squeaking in her back (at the site of instrumentation). The surgeon confirmed the squeaking by putting his ear to the patient's back. The surgeon successfully completed the 1st revision on (B)(6) 2013. The surgeon reported metalosis and was able to duplicate the squeaking intraoperatively. He reinstrumented with xia 4.5. "